Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the distal right coronary artery (rca). After a 6f guide catheter was engaged and a guidezilla guide extension catheter crossed the lesion, a 2.75x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was then advanced. However, the device encountered difficulties in passing through the proximal portion of the rca. During the procedure, the 6f guide catheter and the guidezilla kept backing out of the vessel. This occurred several times as the physician tried to pass the stent through the proximal rca. After about 12-15 attempts, the stent was stripped off from the balloon due to interaction with the guidezilla. The dislodged stent went down to distal rca. The physician then removed the stent delivery system, guidewire, and exchanged out for a more supportive guide catheter with the same guidezilla. The physician then successfully crushed the embolized stent with a non-compliant nc quantum apex balloon catheter. A 2.75x16mm synergy was advanced and stented over the crushed stent. No patient complications were reported and the patient's status was fine.